Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation and no lot number was provided. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  All obturators are checked 100% for functionality during production. Spring dislodgment may occur if the obturator is not inserted or removed from the seal and the cannula axially or removed from the tip protector with excessive force. Applied medical is aware of the sensitivity of the design and has recently implemented device enhancements to improve the performance of the spring and shield. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Diagnostic laparoscopy - "during port placement the obturator got stuck in the cannula and couldn't be retrieved. The whole port was removed and they opened another. On inspection the plastic attached to the spring had broken and the blade was permanently exposed."